Event description:
It was reported that a user was not seeing blood glucose readings on the ilet pump while readings were visible in the dexcom g7 continuous glucose monitor (cgm) sensor app, and troubleshooting determined the sensor had not been started from the pump and pairing had not been completed. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included guided troubleshooting and education, verification of connection status, confirmation of sensor type, and instruction to pair the dexcom g7 with the pump and allow the required pairing time. Investigation of this case revealed user setup error with an unpaired or incorrectly paired dexcom g7 sensor, which resulted in absent cgm data display on the pump; the device hardware and pump alarms were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pairing and sensor start workflow.